Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "unit keeps shutting off" no further information available. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device powered on using ac power but failed to power on using the battery. When using ac power the device would turn on but kept restarting. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. During this testing the unit did not turn on and off by itself. The battery was charged overnight and when powered on would remain on for six (6) hours before shutting down. The battery was not capable of holding an adequate charge. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data:

Manufacturer narrative:
The returned device was evaluated. During evaluation the device powered on using ac power and battery. When using ac power the device would turn on but kept restarting. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. During this testing the unit did not turn on and off by itself. The battery was charged overnight and when powered on would remain on for six (6) hours before shutting down. The battery was not capable of holding an adequate charge. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Corrected data: additional manufacturer narrative corrected from: the returned device was evaluated. During evaluation the device powered on using ac power but failed to power on using the battery. When using ac power the device would turn on but kept restarting. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. During this testing the unit did not turn on and off by itself. The battery was charged overnight and when powered on would remain on for six (6) hours before shutting down. The battery was not capable of holding an adequate charge. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. To: the returned device was evaluated. During evaluation the device powered on using ac power and battery. When using ac power the device would turn on but kept restarting. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. During this testing the unit did not turn on and off by itself. The battery was charged overnight and when powered on would remain on for six (6) hours before shutting down. The battery was not capable of holding an adequate charge. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.